Manufacturer narrative:
Omsc checked the subject device and found that the reported phenomenon was duplicated omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the production history, the reason for this is that the harness also comes into contact with the machine when the turret is started, and omsc assumed that this phenomenon occurred due to wear and tear. Omsc assumed that it was caused by an accidental failure, since the product was manufactured less than three years ago, it was not caused by user error, and there was no tendency for the phenomenon to occur frequently based on routine analysis.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, at startup e207 error occurred and the emergency lamp was lit up. The user cycled the power of the subject device, but the issue could not be resolved. Omsc checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.